Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm occurred. However unit had loud motor noise during rewind due to faulty motor. Cracked on battery tube threads and belt clip slot noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.